Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient lost weight, causing ipg to migrate with loose skin. The patient experienced pain at the ipg site due to the issue. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned. Issue has been resolved.